Event description:
It was reported to the MFR that a customer encountered difficulties during use of a stent. According to the customer: "friction was encountered between the stent delivery system and the guide wire. The entire system (e.g. Guide wire and stent system) was advanced, but could not be controlled due to friction. The physicians decided to remove the entire system from the pt. The friction in the system was high, so they had to use quite a lot of force to move the entire system. A bit proximal in the ica (internal carotid artery) the stent (subjected device) unexpectedly started to deploy, so the physicians deployed it safely and used another stent to complete the stenting of the aneurysm neck. There were no pt complications".

Manufacturer narrative:
Device info is unk as device batch/lot number has not been provided to the MFR.